Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from the 160's (mg/dl) to the 400's (mg/dl). The bg level was addressed with multiple boluses via the pump. The customer felt that the cannula was not working and that the customer did not receive insulin because of the cannula. Reportedly, the infusion set was changed to address the event.